Event description:
A consumer's daughter reported that following intraocular lens (iol) implant surgery, her father has been experiencing "shadowing" (double images on top of one another when watching television) and he cannot see to drive or read since the first day following the implant surgery. In a follow up phone call with the implanting surgeon's office, a technician reported the consumer was seen by a different surgeon in the practice. The surgeon confirmed the iol orientation and position were correct. The surgeon also reported the iol was observed to have no defects or issues. The surgeon was considering a neuro-ophthalmologist referral. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/31/2010, 09/10/2010, and 09/16/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).